Event description:
The pt was implanted with a left ventricular assist device. Approx 1 year post-implant, the pt reported a red heart alarm at home and was hospitalized. At the hospital, the red heart alarms were reproduced with movement of the percutaneous lead. Visual inspection found that the silicone sleeve of the percutaneous lead was torn from the metal jacket at the system controller end. Preparations were made to perform a field repair of the external portion of the percutaneous lead; however, once beginning the repair procedure, fluid was observed inside of the silicone sleeve and it became apparent that a fracture to the internal portion of the percutaneous lead was present. Based on the internal percutaneous lead damage a pump exchange was recommended, at the request of the hospital team, the percutaneous lead external portion repair was completed. After completion of the external percutaneous lead repair, a red heart alarm was received due to pump stoppage and the pump would not restart. A decision was made to exchange the pump. In the operating room (or) for the pump exchange, the pt suffered heart arrest and CPR was performed until bypass cannulation was completed for the heart lung machine (hlm). The pump exchange was completed; however, the pt expired in the operating room.

Manufacturer narrative:
The manufacturer is attempting to acquire the pump for analysis. No further info is available at the time. A supplemental report will be submitted when the device analysis is completed.